Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10, h11.corrected fields: h6 (device codes).

Event description:
It was reported by the customer at garfield medical center that before use of the cs300 intra-aortic balloon pump (iabp), the unit shut down during initial setup and different alarms were displayed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and after inspection of the unit, the stm found fault code #s 43, 45, 53 in the fault logs. The stm determined that the shuttle was out of calibration and after further inspection the front end board was replaced per manufacture specifications. The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported by the customer at garfield medical center that before use of the cs300 intra-aortic balloon pump (iabp), the unit shut down during initial setup and different alarms were displayed. There was no patient involvement, and no adverse event reported.